Manufacturer narrative:
Upon further investigation the serial number was provided. Therefore, date of manufacture was available. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(4) that during an unspecified neurological surgical procedure, it was observed that the motor device was overheating. There were no delays to the planned surgical procedure a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.